Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis of the right eye one day following lasik treatment. The topical steroid was increased. Additional information received; the symptoms resolved one week following onset.